Manufacturer narrative:
Device code a0501 captures the reportable event of the sponge detached. Block h10: investigation results. The returned rx locking device and biopsy cap was analyzed. Visual evaluation found that the biopsy port cap was returned showing signs of use and with the sponge detached. The sponge was returned detached and divided into pieces inside of a plastic bottle. No other problems were noted. The reported event was confirmed. Product analysis identified that the sponge detached. It is possible that due to the manipulation, the technique used or an excess of force when inserting the device could have affected the union of the sponge to the biopsy cap causing its separation. Based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the small cotton piece in the cap was dislodged and forces into the scope expanding. The cotton piece was retrieved using forceps. The procedure was completed with another rx locking device and biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the small cotton piece in the cap was dislodged and forces into the scope expanding. The cotton piece was retrieved using forceps. The procedure was completed with another rx locking device and biopsy cap. There were no patient complications reported as a result of this event.